Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported by (B)(6) via a post- market study (B)(6) that a chait percutaneous cecostomy catheter (rpn: tdcs-100-m; lot#: unknown) occluded. The device was required for treatment of fecal incontinence and severe, chronic constipation. On 19mar2019, the patient had her previously placed cecostomy catheter exchanged for a cook cecostomy catheter in her appendix. The new catheter was placed percutaneously with image guidance. No device deficiencies were identified during the procedure. On (B)(6) 2019, the patient came to emergency department (ed) for a blocked catheter. As a result, the device was exchanged in interventional radiology (ir). The physician noted the device was formed and coiled within the adjacent cecum. Contrast demonstrated opacification of ascending colon with marked fecal debris. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, quality control procedures, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU pamphlet, t_tdcs_rev7, packaged with the device contains the following in relation to the reported failure mode: precautions: instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. For tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used. Instructions for use: 2.) Carefully pull catheter out over pre-positioned wire guide (e.g., amplatz ultra stiff). Determine cecostomy tract length and place appropriately sized catheter. Note: confirm that tract is appropriate length to accommodate chait trapdoor cecostomy catheter by advancing wire guide, under fluoroscopy, until tip is within cecum and then clamping hemostat at skin level. Withdraw wire guide, and measure distance from hemostat to wire guide tip. 3.) Insert metal stiffener into catheter to straighten coils, and push catheter through tract over pre-positioned wire guide. (Fig. 2) once catheter is inserted, remove wire guide and metal stiffener until trapdoor is flush against the access site. (When stiffener and wire guide are removed, the extra coils will reform in the cecum.) 4.) Perform contrast injection to confirm catheter position and patency within cecum. Based on the information provided, no product returned, and the results of the investigation, the main cause of this event could not be established. It is possible that if the device was not maintained properly this would lead to this event. It is a possibility that the patient¿s diet could have contributed to this event. However, these possibilities cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Common device name: additional common device name and procode: exd irrigator, ostomy this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported via a post market study that a chait percutaneous cecostomy catheter leaked. On (B)(6) 2019, a 9-year-old female patient underwent an exchange of a cecostomy catheter and had a chait percutaneous cecostomy catheter placed via imaging-guided percutaneous placement with fluoroscopy. The target anatomic location was the appendix. On (B)(6) 2019 (92 days post-procedure), the patient came to the emergency department for a blocked catheter and the device was exchanged in interventional radiology. The physician noted the device was formed and coiled within the adjacent cecum. Contrast demonstrated opacification of ascending colon with marked fecal debris. The site indicated that it is unknown how the study device contributed to the event and that a pre-existing condition did not cause or contribute to the event. No other adverse effects were reported for this incident.